Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient was presented with grade 4+ degenerative tricuspid regurgitation for a triclip procedure. A triclip was implanted successfully at the antero septal commissural location. A second triclip was selected and placed successfully, while attempting to remove the lock line it only retracted approximately 20-30cm before it appeared to be blocked. The lock line was unable to be retracted further. The clip was able to be opened, the grippers were raised, and the clip was inverted and removed from the patient. A new triclip was selected and implanted successfully. The final tr was grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and was determined to be related to the knot identified on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the reported inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a